Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was inoperable as it would no longer communicate with external devices. Reportedly, the patient last charged the ipg approximately a month prior, but was unsure if she fully charged the ipg. Subsequently, surgical intervention was taken and the patient's scs ipg was replaced with a new one. Stimulation therapy was restored postoperatively.